Event description:
Patient with a pneumothorax was brought to the operating room for a video-assisted thoracoscopic surgery (vats). During the case, it was noted that a piece of the plastic measuring +/- 2.5 x 4 mm had broken off the tip of the instrument. A tiny piece measuring +/- 1 mm was in the incision. No additional piece of the fragment was located via visual inspection, thoracoscopic inspection or ultrasound. The piece was also not located on the field. The family was informed.